Event description:
Info received indicates functions from the right intermediate siderail are not working due to fluid leaking onto the caregiver circuit board.

Manufacturer narrative:
The technician replaced the right caregiver circuit board to repair the bed.